Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported two of the screws appeared corroded when removed from the patient.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Upon receipt of the device, no corrosion could be found on the device. It has been determined that this device did not cause or contribute to the reported event.